Event description:
It was reported that during prostate procedure, the fiber "failed to fire after several minutes of lasering". "Light protruding from end of fibre" was observed at 224,696 joules and 38:56 minutes of use. The fiber was exchanged, and "as soon as the replacement fibre appeared in the prostate the metal end fell off the fibre making the replacement fibre unusable". The metal cap was retrieved, and the procedure was completed with an alternative procedure (monopolar turp). No patient injury was reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-630a-1936: the fiber product was returned in the original opened box and unsealed pouch; the fiber exhibits no signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector segments and tabs appear in good condition and secured; the fiber passed the connector test. Probable root cause: based on the device analysis, there is no failure found with the returned product.